Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer went to the beach and the pump turned off suddenly. He thought it was the battery and when he took the battery out, it was a bit wet. He put another battery and the pump turned it on but with a book image and interrogant mark. Customer's bg is unknown. We advised him is a critical pump error and the pump needs to be replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Device was received with corroded battery tube.